Event description:
It was reported that during the procedure in the saphenous vein graft (svg) to the right coronary artery (rca), a 3.0x12 promus stent was implanted. An attempt was made to advance a 2.75x18 rx promus stent system to the left circumflex artery (lcx) with moderate tortuosity but it was unable to cross. The stent system was removed from the anatomy but the stent had dislodged. Reportedly, the physician stated that the stent may have become caught on the previously implanted stent during the crossing attempt; however, procedure notes indicate that the stent must have come off inside the guide catheter. Fluoroscopy revealed that the stent was in the left main artery. A guide wire was successfully inserted into the stent and a non abbott balloon was used to expand the stent in the left main artery. A non-abbott stent was deployed in the lcx to treat the target lesion. The patient experienced some acute chest pain. Nitroglycerin was administered and there was no adverse patient sequela. The patient was reported to be fine and was discharged home. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. Dil cath: apex; guide wire: scimed luge; guide cath: 6fr jr 4. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Analysis of the returned product noted blood visible in the guide wire lumen and contrast on the shaft, consistent with preparation and the sds advanced over the guide wire. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately tortuous lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion/guiding catheter during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy the dislodged stent outside of the target lesion. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the patient experienced acute chest pain during the procedure. Angina is a known adverse event listed in the promus instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. It was reported the procedure was to treat a lesion in a saphenous vein graft. It should be noted the IFU states: safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria.